Event description:
A physician reported that the securing mechanism of a three-level ozark plate disengaged at c6 causing two ozark screws to back out at that same level. The physician removed the screws and the disassociated locking mechanism. The plate was left in place and new screws were implanted without a locking mechanism in place.

Manufacturer narrative:
Correction to d.3. And g.1.: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual inspection: plate remained in patient but dual screw cover was returned which confirmed fracture of the screw cover. Only the top portion of the locking cover was returned for inspection. Locking cover was reported to have been covering the screws at the c6 level of a c3-6 acdf construct. When screws back out of a 3-level construct, it is common to see the damage to the caudal-most locking cover followed by screw backout. Dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the ozark cervical plate is designed with lordotic curvature to minimize intraoperative contouring. A plate bender is available to further contour the plate to better match the patient's anatomy. If required, the plate bender may be used to add additional lordosis or kyphosis to the plate. The ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90º so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. The ozark plate likely experienced cantilever bending stresses from the patient's neck repeatedly flexing/extending and rotating post-operatively during normal everyday tasks. Bending stress is transferred to the locking cover and the locking cover eventually gave out and subsequent screw back-out followed. It is possible that the plate was bent in the improper location outside of the bend zones which caused damage to the locking cover prior to installation.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that the securing mechanism of a three-level ozark plate disengaged at c6 causing two ozark screws to back out at that same level. The physician removed the screws and the disassociated locking mechanism. The plate was left in place and new screws were implanted without a locking mechanism in place.